Event description:
It was reported that during patient use, the ventilator emitted a continuous audible alarm and the display screen shut down. The nursing technician turned the ventilator off and back on, after which the ventilator resumed operation. As a precaution, the patient was placed on another ventilator. No changes in the patient's vital signs were reported during the event, and no patient harm occurred.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.